Event description:
In 2006, a pt underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Three months later, the pt returned to surgery for the placement of an add'l tag device (reason unk). Prior to the second surgery, the pt had been a resident in a long term care facility for an extended time. The next month, the pt died and the cause of death was stated as mediastinitis with esophageal fistula. Multiple attempts have been made to investigate further without results. Efforts continue to obtain more info.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.